Event description:
It was reported that "tip snapped off during surgery while tighening."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.